Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported device could not recognize the slide clamp was not confirmed through a review of the event history log however, the device was found out of specification in relation to the device unable to recognize an open door. Evaluation observed the device was unable to detect an open door during evaluation and found to be caused by a failed lower latch switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to recognize the slide clamp. There was no patient involvement. No additional information is available.